Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, patient underwent pelvic organ prolapse repair and subsequently required additional surgery due to erosion of the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure (s) performed: rectocele and enterocele repair with sacrospinous ligament fixation, sacrospinous ligament vaginal vault fixation and placement of posterior polypropylene mesh. Complications post implant: posterior vaginal wall mesh erosion with bilateral buttock pain, mesh revision surgery: (B)(6) 2006: underwent excision of vaginal mesh, cystoscopy and anoscopy for posterior vaginal wall mesh erosion with bilateral buttock pain.